Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product was received for evaluation. Visual and functional testing were performed. Upon inspection, the plunger's seal was removed and case seal was intact. The device displayed enter passcode to continue for "primary audible post" not background (bgnd). The right plunger case was cracked by upper screw hole. The technician performed powered up process and an occlusion test, however, was unable to duplicate reported event. The root cause of the reported issue was unable to be determined. The interconnect board was replaced due to various base errors inclusion base hardware failure value. The technician calibrated and performed all functional tests, which the device passed. There's a corrective action and preventive action (CAPA) for the reported event.

Event description:
It was reported that the device alarmed during primary audible alarm background (bgnd) test. No patient injury was reported.